Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. The patient had heavily calcified and tortuous vessels. Due to the vessel characteristics, the push-force was high when inserting the commander delivery system into the esheath and during the valve alignment. The esheath 'ripped', and the system was removed. The esheath liner tore while trying to advance the valve through the sheath. The delivery system was retracted. The valve was not implanted because a piece of the distal frame was bent. There were no patient injuries. The decision was to use a new system and valve with a stronger wire (lunderquist). The valve implant was successful. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Manufacturer narrative:
The sapien 3 ultra valve, commander delivery system and esheath were returned to edwards for evaluation. Visual inspection of the devices revealed 1 bent strut (approximately 45 degrees) on the inflow of the valve. Post expansion of the valve, the strut remained bent outwards on the inflow of the valve near cp3. The valve profile was distorted/deformed. All struts were exposed through the skirt, normal after crimping and use. All leaflets were wrinkled, dehydrated and torn due to storage condition during the return process. Gouges were observed on the flex tip. The sheath shaft was wrinkled, the liner was torn and hdpe damage was also observed. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the evaluation of the returned valve. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'due to the heavily calcified and torqued vessel, the push-force was high when inserting the ds into the esheath. The valve was not implanted because a piece of the distal frame bent'. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Per complaint description, patient's access vessel was heavily calcified and tortuous. The presence of tortuosity and calcification in access vessel can create a challenging pathway as it can create sub-optimal angles for delivery system (crimped valve) insertion through sheath. This may lead to non-coaxial delivery system insertion, which would result in increased resistance for delivery system/thv advancement. During product evaluation, flex tip gouges were observed, indicating excessive device manipulation. If excess force was applied to overcome resistance during the delivery system advancement, valve struts can get caught on and damage the sheath and result in damage to valve frame (inflow strut bent outward). These patient/procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra (s3u) valve, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause was not able to be determined, available information suggests that patient factors (calcification, tortuosity), in addition to procedural factors (high push force/excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.